Manufacturer narrative:
The failed samples have been returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion. There were 6 occurrences of this issue, the details for the events can be found in the following reports: 2245270-2020-00041, 2245270-2020-00042, 2245270-2020-00044, 2245270-2020-00045, and 2245270-2020-00046.

Event description:
Feeding tube because rigid after dwelling in patient, varies from within 2-5 days of dwell, only portion of tube that is inside patient is effected.

Event description:
Feeding tube because rigid after dwelling in patient, varies from within 2-5 days of dwell, only portion of tube that is inside patient is effected.

Manufacturer narrative:
There were 6 occurrences of this issue, the details for the events can be found in the following reports: 2245270-2020-00041; 2245270-2020-00042; 2245270-2020-00043; 2245270-2020-00044; 2245270-2020-00045; 2245270-2020-00046. The complaint was forwarded to our parent company in france for their evaluation. The investigation summary is as follows: analysis of the samples revealed hardening of the distal end. This is a well-known phenomenon of pvc tubes which may happen with gastric fluids, depending on patients. Nevertheless, it happens very rarely. For this patient, we recommend switching to -pur- polyurethane feeding tube. Since no batch number was provided, it was not possible to review the batch history records. The composition of the product has not changed. We also do not have a record of similar claims in the past 3 years. Corrective action. Vygon france recommends switching to -pur- polyurethane feeding tube. No further corrective /preventive action is initiated at this time. However, both vygon USA and france will continue to monitor this issue.